Event description:
It was reported, ¿for itb (intrathecal baclofen) info after event, a question about emi (electromagnetic interference) involved? What is emi?¿ it was then reported, ¿this is the first time that I have known of a case in nine years.¿ the health care provider (hcp) didn¿t know what to tell his patient¿s in regards to any precautions as it was noted they were surrounded by emi, including cell phones and power wheelchairs in their population. The event regarding emi happened at the patient¿s home, after dinner. It was reported the ¿itb turned to safe state 500mcg/day to minimal rate.¿ there was no known cause and the patient¿smom reportedly heard the critical alarm. No further information was provided regarding the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).